Event description:
Device 3 of 3 (migrated lead). Please see MFR report #1627487-2010-02757 for device 1 and MFR report #1627487-2010-02776 for device 2.

Manufacturer narrative:
Device evaluation 3 of 3 (migrated lead). Please see MFR report# 1627487-2010-02757 for evaluation of device 1 and MFR report# 1627487-2010-02776 for eval of device 2. Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.